Event description:
It was reported that an error code 46440 was experienced.

Event description:
Additional information received: issue occurred during maintenance check between patients; returned to pharmacy. No patient involvement.

Manufacturer narrative:
H6) additional information was received indicating that the event occurred during testing; there was no patient involvement. Device evaluation: one device was returned and visual inspection revealed smiths tamp seal were missing. No physical damaged was found on the device. Upon inspection, error code 46440 could not be duplicated: this error was verified to have happened. System fault 46,440 occurred 5,154 238 12 276. We updated the dso bezel, dso sensor and dso seal for preventive.